Event description:
It was reported that the patient had an ams 700 put in around 10 years ago, stopped working. A revision was performed and upon extraction of the old implant, the cylinders seems to have some erosion. The old implant was replaced with new ams 700 lgx with a 65ml reservoir. No patient outcome was reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information stated that the lot number of the replaced device is unknown. The original implant of the explanted device was performed in 2008, exact date is unknown. When the surgeon took out the implant he felt there was a few micro erosions in the implant. It was further reported that the physician believed that the device did not contribute to the erosion. The patient condition following the procedure was unknown. The new implant works fine. Additional information received in product return form (prf) indicated that fluid loss was noted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to follow up type, device evaluated by MFR, and evaluation codes: updated to include device analysis.

Manufacturer narrative:
Describe event or problem: updated based on additional information. Implant date: the original implant of the explanted device was performed in 2008, exact date is unknown.

Event description:
It was reported that the ams700 inflatable penile prosthesis (ipp) stopped working. The ipp was explanted and a new device consisting of an 15cm x 12mm lgx ipp with a 65ml reservoir was implanted. Upon removal, the physician observed erosion of the cylinders. It was further reported that the lot number of the replaced device is unknown. The original implant of the explanted device was performed in 2008, exact date is unknown. When the surgeon took out the implant he felt there was a few micro erosions in the implant. It was further reported that the physician believed that the device did not contribute to the erosion. The patient condition following the procedure was unknown. The new implant works fine.

Event description:
It was reported that the ams700 inflatable penile prosthesis (ipp) stopped working and fluid loss was noted. The ipp was explanted and a new device consisting of an 15cm x 12mm lgx ipp with a 65ml reservoir was implanted. Upon removal, the physician observed erosion of the cylinders. It was further reported that the lot number of the replaced device is unknown. The original implant of the explanted device was performed in 2008, exact date is unknown. When the surgeon took out the implant he felt there was a few micro erosions in the implant. It was further reported that the physician believed that the device did not contribute to the erosion. The patient condition following the procedure was unknown. The new implant works fine

Manufacturer narrative:
Implant date: around 10 years ago.

Event description:
It was reported that the ams700 inflatable penile prosthesis (ipp) stopped working. The ipp was explanted and a new device consisting of an 15cm x 12mm lgx ipp with a 65ml reservoir was implanted. Upon removal, the physician observed erosion of the cylinders. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.